Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023. Investigation summary: to aid in the investigation of this issue, four (4) picture samples and two (2) physical samples were returned for evaluation by our quality team. Through examination of the samples, the reported defects of cracked barrel and tip breakage were confirmed. As a valid lot number was unknown for this event and material 309210, a review of the production history records could not be completed. An exact cause could not be determined for the observed damage.

Event description:
It was reported while using bd discardit¿ ii syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: some of the cones are broken off and cracks in the ends and the barrel.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit¿ ii syringe the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: some of the cones are broken off and cracks in the ends and the barrel.